Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient expired on (B)(6) 2019. Care was withdrawn after the patient had acute decompensation overnight resulting in sepsis, worsening respiratory status, and refractory hypotension. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (acute decompensation, sepsis, worsening respiratory status, and refractory hypotension) and heartmate 3 lvas, serial number (B)(4) could not be conclusively established through this evaluation. No alarms were reported for this event. Heartmate 3 lvas, serial number (B)(4) was not explanted for evaluation. The heartmate 3 lvas IFU lists sepsis and respiratory failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.